Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience of unintended device activation could not be replicated or confirmed. Based on the evaluation of the returned unit, applied medical is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report reflects the combined initial and final report.

Event description:
Procedure performed: lap ultra low anterior resection. The colon was mobilised and the ima was fused with the eb010. The device was cleaned before this step of the procedure. The technique involved triple sealing thrice adjacently. There were three regrasp alarms amongst these 9 activations, and the surgeon regrasped the vessel after the second and third regrasp alarm. After the final activation in the series of 9, the tissue was transected with eb010 blade. The fellow then could not get the voyant jaws off the vessel. The surgeon swapped positions, and ascertained that the eb010 jaws were not stuck to the tissue, but that the blade was stuck after transection. The surgeon used his hand to progress the blade lever to its normal position, and the jaws came away from the sealed vessel. Later in the case, working deep in the pelvis, there was a stuck button alarm, closely followed by a second stuck button alarm. After the case the surgeon commented that a fuse cycle completed without their thumb being on the activation button. This did not cause injury to the patient. Patient status: this did not cause injury to the patient. Type of intervention: unk